Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced pain and itchiness under the sensor patch. The patient's mother removed the sensor on (B)(6) 2013 and noticed a red streak under one side of the sensor patch. This was the patient's first sensor, inserted on (B)(6) 2013.on (B)(6) 2013, the patient's mother consulted with a physician. The physician prescribed bactrim ds to patient.at the time of her initial call to technical support, patient's mother reported that the patient was experiencing pain at the sensor site.during a follow-up call from technical support to the patient's mother on (B)(6) 2013, she reported the patient being in fine condition.